Manufacturer narrative:
Batch review performed on 09 february 2022 lot 2005182: 30 items manufactured and released on 06-aug-2020. Expiration date: 2025-07-23. No anomalies found related to the problem. To date, 8 items of the same lot have been sold without any similar reported event.

Event description:
At 4 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 february 2022 lot 2005182: (B)(4) items manufactured and released on 06-aug-2020. Expiration date: 2025-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 4 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.